Event description:
It was reported that the patient had palpitations and the inadequate algorithm for prevention was noted. The patient was reassured by the physician. The device remains in use. The patient was enrolled in the post-market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.